Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has provided inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to right ventricular (rv) lead impedance being out of range. Noise was noted, and has inhibited pacing, but no pause above two second has been noted, the patient is not dependent. Technical services (ts) was consulted and therapy was turned off, further evaluation was recommended. This crt-d remains in service. The rv lead is a non boston scientific lead. No additional adverse patient effects were reported.